Event description:
Procedure: stress ui/pelvic organ prolapse. According to the reporter: the patient complained of mesh extrusion, mesh erosion, vaginal pain, vaginal bleeding, infections, dyspareunia and subsequent surgeries.

Manufacturer narrative:
(B)(4).